Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-06235, 2017865-2020-06236. It was reported that the patient presented remotely with syncopal episodes. Right ventricular oversensing and loss of capture was observed. The root cause was unknown, so the physician capped the right ventricular lead and explanted the pacemaker on (B)(6) 2020. During the procedure, it was noted that the right atrial lead exhibited noise due to potential insulation damage. The right atrial lead was also capped and replaced during the procedure. The patient was in stable condition.